Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: device avail for eval, returned to MFR. Device evaluated by MFR. Device evaluation: visual and microscopic examination of the returned device revealed that a portion of the distal end of the retrieval sheath was stretched and the material was torn off along with the marker band. The distal tip of the protection wire was wavy, bent, curved and the proximal portion was stretched 8mm. Approximately 10.3cm of the protection wire and filter bag were exposed from the tip of the nosecone to the distal end of the retrieval sheath. Dried blood was observed inside the retrieval sheath and debris was found inside the filter bag. Examination of the filter bag verified that it met specifications. The returned retrieval sheath was measured and meet specifications. The distal tip bonding area to the marker band was measured and met specifications. The length of the distal tip from marker band placement to the distal end was 1mm in length, it appears that the remaining length was torn off with the marker band. Approximately 2mm of retrieval sheath material (pebax) strands were observed on the distal end of retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4): question 1: if the device is not been returned, have you attempted to retrieve it, and/or attempted to evaluate it at the facility. Response: the device was received for analysis on 04/19/2011. See device evaluation above. Question 2: please investigate complaint (B)(4). In addition, list all similar mdrs and complaints for this product family since (B)(4) 2009. Response: it was further reported that the target lesion was located in the mildly tortuous and non-calcified superior vena cava. No difficulty was encountered with the filter, but delivering stents required repositioning filter once or twice. A buddy guide wire was used to deliver the stent. The buddy guide wire was delivered with an introducer in the tuohy. Resistance was felt when retrieving the filter in the guide. It is suspect that the marker band caught on the introducer in the guide then was propelled into the aorta with next guide injection. Since (B)(4) 2009, there have been no similar complaints reported for marker band dislodged from the filterwire ez retrieval sheath tip and embolized inside the patient. Question 3: based on your review of the complaint, analysis and complaint history, have any manufacturing or quality control issues been identified as to the root cause of this problem? Response: there have been no manufacturing or quality control issues identified as a root cause of the reported issue. Question 4: how is your firm addressing this reported problem? Response: the reported complaint was not associated with an adverse trend and does not require escalation per bsc's quality system process. The complaint was assigned a root cause classification that indicated the device met design and manufacture specifications. Bsc will continue to monitor and trend these complaints and associated risks as outlined in our quality systems process. Question 5: have any manufacturing or production changes been implemented? If yes, what are they and why did you change them? Response: no manufacturing or production changes were implemented related to the reported issue for the filterwire ez embolic protection system. (B)(4).

Event description:
User/voluntary medwatch # (B)(4). It was reported that during a percutaneous coronary intervention, a marker band dislodged from the filterwire ez retrieval sheath tip and embolized inside of the patient. No attempt was made to retrieve the marker band and it was not recovered. The procedure was successfully completed with the filterwire ez device. No further patient complications were reported. The patient was discharged home.

Event description:
It was further reported that the target lesion was located in the mildly tortuous and non-calcified superior vena cava. No difficulty was encountered with the filter, but delivering stents required repositioning filter once or twice. A buddy guide wire was used to deliver the stent. The buddy guide wire was delivered with an introducer in the tuohy. Resistance was felt when retrieving the filter in the guide. It is suspect that the marker band caught on the introducer in the guide then was propelled into the aorta with next guide injection.